Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was explanted, and during the procedure an insulation anomaly was noted on the lead. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 55.0-56.0cm from the connector pin, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. External insulation abrasion was noted at 7.0cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of oversensing.